Event description:
Customer reported screen was damaged and hard to read. No adverse impact to customer's blood glucose level was mentioned. Customer declined follow-up, and no further information was available regarding the outcome of the issue.